Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: h4: the device manufacture date is currently unavailable. Investigation summary the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted visual inspection of the returned device. Visual inspection found that expressew iii ac+ gun suture needle was found stuck at the lower jaw. Jaw was also deformed due to needle. A functional test was unable to be performed due to the condition of the device. The overall complaint was confirmed as the observed condition of the expressew iii ac+ gun would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure. As per IFU, inspect the device prior to use to ensure proper mechanical function. Cleaning and maintenance instructions are provided, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a rotator cuff repair procedure, it was discovered that the needle on the expressew iii autocapture + suture passer device was jammed and could no longer function. During in-house engineering evaluation, it was determined that the device was deformed/bent. It was reported that there was less than a five-minute delay in the surgical procedure. A spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.